Event description:
Customer complained that the waste from the cobas ampliprep instrument generated while using the cobas ampliprep/cobas taqman hiv-1 test has an odor that is unpleasant to some of the technicians and caused another technician to become sick. It is unknown if treatment was administered. A field service representative confirmed with the customer that the odor is claimed to come from the yellow waste reservior and not the specimen processing units. The customer does not put any additives in the waste container (ie. Bleach). No odor was present from the container at the time of the visit. The yellow waste container collects waste from the closed fluidics system. The two reagent tips that aspirate reagents out of cassettes and dispense it into the specimen processing unit are rinsed by wash reagent only. The reagent tips never touch any biohazard material and do not pipette any reagent into the wash tower drains. Therefore the waste in the yellow waste container is basically waste wash reagent (sodium citrate dihydrate) that does not usually have an odor.

Manufacturer narrative:
Information contained in the case does not indicate any product malfunction. The emission of odors from the cobas ampliprep instrument has been previously investigated. The smell comes from the dtt contained in the lysis reagent that is pipetted into the specimen processing units. Instructions have been provided to customers on the proper method to store and dispose of instrument waste. Included in these are the recommendations to keep the biohazard container covered, dispose of the waste material on a regular basis and double bag the waste material to help keep the odors to a minimum. (B)(4).